Event description:
It was reported that a f4 error code was on the screen when device was used for the first time. No back-up device was available. It is unknown if there was a delay. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device used in treatment, was not returned for evaluation. Although the product was not returned for evaluation, there was a relationship between the reported event and the device based on review of the photographs provided. A relationship between the reported event and the device could be established. A review of the device history records for the reported serial number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. With pictures of the device attached, a visual inspection was performed however functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨failure mode¨ include, but are not limited to: (1) a power surge to the controller could have caused internal component damage and result in an f-4 error. (2) there may be a loose or damaged component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.